Event description:
The pt heard an alarm from his implantable pump in 2009. Three days later, the pt experienced withdrawal. The pt was seen in clinic. Telemetry confirmed a critical alarm due to motor stall and a tube set warning. The cause of the motor stall was not determined. The pt had a 'full body scan' a week prior to the stalls, but no magnetic resonance imaging was involved. All stalls occurred while the pt was at home. The pump was replaced. The pt recovered from the withdrawal symptoms. The pump was used to deliver morphine and bupivacaine.